Event description:
It was reported that a trial in the pt, and the nipple that connects to the extraction handle broke off and trial was stuck in the pt for at least 4 hours. Finally was able to manipulate this and get the trial out."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The hospital did not return it; they might after their investigation. If device or additional information becomes available, it will be submitted in a supplemental report.